Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's mother stated that the customer had been receiving a lot of no delivery alarms and the buttons were unresponsive. Customer's mother stated that the customer was not getting any insulin to his body. Customer treated with a manual injection. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer's mother declined sending the pump back for analysis. No further assistance needed.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. Unable to perform the excessive no delivery alarm due to a prime anomaly. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, a broken reservoir tube lip, and a corroded battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.